Manufacturer narrative:
The product was returned for evaluation. There was one ultra-coat kerrison returned used/processed showing wear. The tests/measurement used is the visual/card stock method. There was no sticking observed, and the product cut the card stock a tip-mid cut-full cut. The complaint is unconfirmed. The product tested within specifications. Device identifier (B)(4). Linked to MFR report number 2523190-2019-00037.

Event description:
2 of 2 reports. A customer reported that on (B)(6) 2019, the rb5975(lp), ultra-coat kerrison spurling 40d up 9 5mm was ¿sticking bad ¿during a neuro procedure. A 30-minute delay due to the product problem was reported, however there was no patient adverse consequence / or injury reported. The action that was taken after the product problem occurred was that a different size was given to the doctor from the same set. No other clinical information provided.